Manufacturer narrative:
The device was returned and the following were found during the evaluation; all labels peels off; cut on switch#1; angulation recommended to be reviewed; control knob had a chip on right/left control knob; control knob movement loose; distal end plastic cover had scratches and dents; objective lens had a big chip off objective lens; light guide lens x2 lens had water and debris; nozzle had foreign material in the nozzle and deep insite the distal end surface; bending section cover or distal sheath rubber had a crack; insertion tube had snakiness; red mark missing on the suction flow; there was a chip on the scope cover; light guide tube had dents, scratches and buckles and the scope connector had dent and scratches. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope had a foreign material in the nozzle and deep inside the distal end cover surface. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: (contact and establishment details should be blank in the initial medwatch), (health professional and user facility should be unmarked from the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The legal manufacturer reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer, and it is unknown if there are deviations from the instructions for use (IFU) as the customer did not provide a response regarding whether they presoaked the endoscope in the detergent solution, wiped or brushed the air/water nozzle with clean lint-free cloths, or flushed the air/water nozzle with the detergent solution. During examination, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the nozzle was not confirmed. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.